Event description:
Information was received from a patient who was receiving morphine via an implantable pump for chronic low back pain/non-malignant pain indications for use. It was reported that she was in pain and needs to find a doctor. The agent had a hard time understanding the patient during the call as she mentioned anxiety attacks and having pain. The call was hard to handle. The agent directed the patient to call a healthcare provider. The patient stated that she thought she was hacked, and the email was gone. The agent resent email to the patient as well as email to the field reps. She reached out and again and said, need a new doctor. The agent emailed and mailed an hcp listing to the patient. The patient mentioned that they had thought the personal therapy manager (ptm) was not working properly but later found out the hcp had turned off the boluses. The patient stated that they "knocked me out" at the hospital gave me meds when they were hospitalized and that's when the patient figured out that the hcp had turned off the bolus functionality.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.